Manufacturer narrative:
Detailed product information was not available to bsc. We completed a good faith effort to obtain the information. Because the product was not opened or used at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was administered with propofol for an implant procedure. Upon placing the patient in the prone position the patient was shaking uncontrollably and rolling during the implant procedure. It was noted that the physician did not know the cause of the uncontrollable shaking. The implant procedure was aborted and the patient was flipped back, was observed for thirty nine minutes and was discharged without further follow up.

Manufacturer narrative:
Correction to the initial MDR in block h6; the impact code should have been absence of treatment.

Event description:
It was reported that the patient was administered with propofol for an implant procedure. Upon placing the patient in the prone position the patient was shaking uncontrollably and rolling during the implant procedure. It was noted that the physician did not know the cause of the uncontrollable shaking. The implant procedure was aborted and the patient was flipped back, was observed for thirty nine minutes and was discharged without further follow up.